Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
High impedance values were observed during routine mapping and hearing performance with the device has been affected. The mother reported that her active son removed the audio processor. She does not recall any hits/ trauma. No redness or swelling has been observed. The clinic has decided to reimplant this user with a device from another manufacturer.

Event description:
High impedance values were observed during routine mapping and hearing performance with the device has been affected.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
High impedance values were observed during routine mapping and hearing performance with the device has been affected. Further steps are currently unknown.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Manufacturer narrative:
Overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
High impedance values were observed during routine mapping and hearing performance with the device has been affected. The user was reimplanted on (B)(6) 2024 with a device from another manufacturer.